Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms despite changing their cartridge, infusion set tubing and site. Customer's blood glucose (bg) levels ranged between 200-300's mg/dl and correction boluses via the pump were delivered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.